Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced perforation of organs. She also experienced heavy bleeding (genital haemorrhage), amongst non-serious events. Plaintiff underwent a hysterectomy with essure removal seven months after the insertion. Due to the reported hysterectomy, perforation of organs was regarded as uterine perforation. Both the events are anticipated in the reference safety information for essure. During the essure therapy, uterine perforation may occur. The exact time point and mechanism of perforation are not known, however, considering its nature, the event was considered related to essure. Also abnormal genital bleeding and menses pattern changes may occur. Considering the temporal relationship and the lack of alternative explanations, a causal relationship between genital haemorrhage and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality safety evaluation received. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced perforation of organs. She also experienced heavy bleeding (genital haemorrhage), amongst non-serious events. Plaintiff underwent a hysterectomy with essure removal seven months after the insertion. Due to the reported hysterectomy, perforation of organs was regarded as uterine perforation. Both the events are anticipated in the reference safety information for essure. During the essure therapy, uterine perforation may occur. The exact time point and mechanism of perforation are not known, however, considering its nature, the event was considered related to essure. Also abnormal genital bleeding and menses pattern changes may occur. Considering the temporal relationship and the lack of alternative explanations, a causal relationship between genital haemorrhage and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), device breakage ("fracturing of the implant"), pain ("pain") and menometrorrhagia ("irregular & heavy periods"). The patient was treated with surgery (hysterectomy to remove the essure implant on (B)(6) 2016). Essure was withdrawn. At the time of the report, the uterine perforation, genital haemorrhage, device breakage, pain and menometrorrhagia outcome was unknown. The reporter considered uterine perforation, genital haemorrhage, device breakage, pain and menometrorrhagia to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced perforation of organs. She also experienced heavy bleeding (genital haemorrhage), amongst non-serious events. Plaintiff underwent a hysterectomy with essure removal seven months after the insertion. Due to the reported hysterectomy, perforation of organs was regarded as uterine perforation. Both the events are anticipated in the reference safety information for essure. During the essure therapy, uterine perforation may occur. The exact time point and mechanism of perforation are not known, however, considering its nature, the event was considered related to essure. Also abnormal genital bleeding and menses pattern changes may occur. Considering the temporal relationship and the lack of alternative explanations, a causal relationship between genital haemorrhage and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.